Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The initial estradiol iii result was <5.00 pg/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated and the result was 931.6 pg/ml. This result was reported outside of the laboratory. Neither of these results was believed to be correct. A new sample was obtained from the patient and the estradiol iii result was 667.0 pg/ml. This sample was repeated and the result was 609.7 pg/ml. These results were believed to be correct and were also reported outside of the laboratory. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 17399801 with an expiration date of 09/30/2017. The customer¿s precision test results were good. A specific root cause was not identified for this event. Additional information was requested for investigation but was not provided. Quality controls (qc) were close to the target prior to the event, but show high fluctuations over time. The last calibration signals from (B)(6) 2016 were within expectations, but calibration is over due by 4 months. A general reagent issue is not suspected. The customer indicated that the sample appeared acceptable. Based on a review of the alarm trace data, a sample clot message occurred shortly after the 2nd sample was run. This could mean there was improper sample homogenization and insufficient clotting which can cause erroneous results. The field service representative (fsr) visited the customer site and identified several instrument adjustment issues affecting the bead mixer, liquid level detection and sample/reagent probe centering. These instrument issues can also cause discrepant results.